Manufacturer narrative:
This is a voluntary distributor report .

Event description:
This is a voluntary distributor report a conmed sales representative reported on behalf of a user facility that during an endocholecystectomy the plastic inserter ended up in the abdomen when it should have stayed on the surface of a sb836 specimen bag. No patient injury was reported and this malfunction caused a five minute surgical delay. Another engobag was used to complete the procedure. The user facility disposed of the complaint device; therefore, it will not be returned for evaluation. The report is raised on the basis of a device malfunction with potential cause for injury with recurrence.